Manufacturer narrative:
Analysis of the returned device shows that two balloons two syringes returned. The syringes would not turn on; they appeared to have been damaged during the cleaning process. Visually the balloons appeared to be used but undamaged. The syringes were filled with liquid, and then 4ml were injected into the balloons. The parts were left pressurized for 15 minutes. After this time no leaks were noted. With the above observations there does not appear to be a leak at this time.

Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure at t12. "Upon inflation of the balloon, there was a leak in the pressure at the connection between the balloon and the syringe. Another kit was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.